Manufacturer narrative:
A ge service representative has placed an order for a replacement hard drive. Currently, awaiting parts to complete the repair. No additional information to report at this time. We will update this report as information is made available.

Event description:
It was reported that the 2600 system locks up when images are saved with patient information. There was no report of patient injury.